Manufacturer narrative:
The investigation determined that a higher than expected vitros sodium (na+) quality control (qc) result was attained using vitros chemistry products na+ slides and a non-vitros biorad level 2 (l2) qc fluid on a 5,1 fs chemistry system. The assignable cause was determined to be user error in not performing weekly and monthly maintenance procedures as indicated in the user documentation for the vitros 5,1fs chemistry system. Patient results were reported outside the laboratory during this interval. The customer did not provide examples of samples that have been repeated. However, the patient mean data for (B)(6) 2019 was 133.27 mmol/l which is lower than the reference interval of 137 ¿ 145 mmol/l as listed within the instructions for use (IFU) for vitros na+ slides. Although there was no reported allegation of patient harm, the investigation cannot rule out that patients were affected. There were no indications that treatment was started or changed based on reported results as the physician looked at the clinical picture and did not make any decision on patient treatment based on the vitros na results.

Event description:
A customer reported higher than expected vitros sodium (na+) quality control (qc) results obtained using a vitros chemistry products na+ slides and a non-vitros biorad level 2 (l2) qc fluid on a 5,1 fs chemistry system. Biorad l2 lot 26432 result of 145.37 mmol/l versus the expected result of 129.0 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).